Event description:
This patient in the cypher registry received a cypher implant in the left anterior descending artery. Four months later, the patient had in-stent restenosis, which was treated by pci with a cutting balloon. This product is not available for testing and evaluation. Please note that this product is not distributed in the united states.